Event description:
It was reported to boston scientific corporation that during a vaginal prolapse repair procedure using an uphold vaginal support system, the physician successfully placed the first leg assembly. However, when the physician was attempting to place the second leg assembly, the mesh leg detached from the sleeve outside the patient and prevented placement of this leg. The mesh leg detachment occurred right below the tack weld, and both the tack weld and suture had broken at the time of detachment. Reportedly, neither the mesh nor the sleeve had been cut prior to the detachment.the uphold device was removed from the patient and the procedure was completed with stand-alone sutures with no complications to the patient, who is reportedly fine and over 18 years of age.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.